Manufacturer narrative:
On 19-jun-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
The report indicated that during atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a thermocool smarttouch sf the patient experienced heart block treated with observation and overnight hospitalization for observation. After an ablation lesion was performed in the closest measurement was around 14 mm from the closest his signal. The electrophysiology (ep) physician noticed the change in electrogram. Ablation was stopped at this point. The patient was monitored for about 10 minutes. There was improvement in the heart block. The ep physician had anesthesia wake up the patient and they were sent to cardiac "staging" recovery area. The patient was in recovery when the anesthesiologist noticed that the heart block had returned. The plan was to keep the patient overnight for observation. There were no other hemodynamic changes during the procedure. The physician¿s opinion on the cause of this adverse event was that it was procedure related. Intervention provided was observation. The patient required extended hospitalization because observation. No relevant tests/laboratory data or other relevant history/preexisting condition reported.

Manufacturer narrative:
The report indicated that during atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a thermocool smarttouch sf the patient experienced heart block treated with observation and overnight hospitalization for observation. After an ablation lesion was performed in the closest measurement was around 14 mm from the closest his signal. The electrophysiology (ep) physician noticed the change in electrogram. Ablation was stopped at this point. The patient was monitored for about 10 minutes. There was improvement in the heart block. The ep physician had anesthesia wake up the patient and they were sent to cardiac "staging" recovery area. The patient was in recovery when the anesthesiologist noticed that the heart block had returned. The plan was to keep the patient overnight for observation. There were no other hemodynamic changes during the procedure. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed that no damage or anomalies were observed. The device features were reviewed, and no temperature, impedance, deflection or irrigation issues were observed; however, error 106 was displayed due to an open circuit in the tip area. In addition, the device was dissected at the peek housing section and a correct amount of adhesive was observed on the wires. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force issue is unrelated to the reported event; therefore, the adverse event issue reported could not be confirmed. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The root cause of the adverse event remains unknown. The physician¿s opinion on the cause of the adverse event is that it was procedure related. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The potential cause of the open circuit could not be established conclusively. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the error 106 which occurred during product analysis. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the reported patient adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).